Event description:
It was reported that the gas analyzer was reading "mix" which was not appropriate for the gas that was being administered. It is possible that the funnel filled isoflurance vaporizer was mistakely filled with sevoflurance. An investigation has been ongoing and rftr is still unable to determine the identity of the liquid gas. The device and the liquid that was removed from the device have been sequestered since the event.